Event description:
During a coil embolization procedure of an unknown vessel that was mildly tortuous (level of calcification was unknown), severe resistance occurred when advancing an orbit galaxycomplex xtrasoft coil 3 x 4 ((B)(4)) in a sl10 excelsior microcatheter (stryker). It is unknown where exactly resistance was met, and the galaxy was replaced for a new one (details unknown). Once the coil was out of the body, the coil appeared to be kinked and unraveled. It is unknown where exactly it was kinked, and also unknown if the microcatheter was also replaced or not. Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. Constant fluoroscopy was conducted at all times. After removal from the patient, other than the reported event, no other damages were noticed on any section of the device (coil delivery system- fracture, separated, bend, kink, etc), and coil (fracture, separated, bend, etc). No additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure of an unknown vessel that was mildly tortuous (level of calcification was unknown), severe resistance occurred when advancing an orbit galaxy complex xtrasoft coil 3 x 4 (640cx0304/15308446) in a sl10 excelsior/stryker microcatheter (mc). It is unknown where exactly resistance was met, and the galaxy was replaced for a new one (details unknown). Once the coil was out of the body, the coil appeared to be kinked and unraveled. It is unknown where exactly it was kinked, and also unknown if the mc was also replaced or not. Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted either the mc or the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Constant fluoroscopy was conducted at all times. After removal from the patient, other than the reported event, no other damages were noticed on any section of the device (coil delivery system- fracture, separated, bend, kink, etc), or coil (fracture, separated, bend, etc). No additional information is available. A non-sterile orbit galaxy complex xtrasoft coil 3 x 4 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped and it was found elongated. The support coil was found without damage. The gripper was found damaged (elongated) and residues of dry blood could be observed on it. The embolic coil was found stretched, kinked and it was in knot condition with the device. The conditions found with visual analysis were confirmed with microscopic inspection; additionally, the coil suture was found broken. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance encountered during insertion through the mc could not be evaluated due to the condition of the returned device; however, the od was within specification. The reported kinked/bent and unraveled stretched condition of the coil was confirmed. These conditions of the coil & broken suture appear to have been caused by application of excessive force. No conclusion can be made; however, it is possible that procedural factors, vessel characteristics, or the concomitant device may have contributed to the resistance/friction resulting in the reported coil and system damage noted after removal from the patient when withdrawn against resistance. A review of the manufacturing documentation associated with lot 15308446 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the analysis and device history records there is no indication of any device manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit galaxycomplex xtrasoft coil 3 x 4 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped and it was found elongated. The support coil was found without damage. The gripper was found damaged (elongated) and residues of dry blood could be observed on it. The embolic coil was found stretched, kinked and it was in knot condition with the device. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongated, the gripper was found elongated an residues of dry blood can be observed on it, the embolic coil was found stretched, kinked and it was in knot condition, the suture of it was found broken. The od from the delivery tube was measured and was found within specification, the functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "resistance/friction" could not be evaluated due to the damages found on the device (several kinks on the hypotube, coil in knot conditions and gripper elongated). The failure reported by the costumer as "coil kinked/bent - unraveled stretched)" was confirmed. The conditions of the embolic coil, the suture and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.